Manufacturer narrative:
(B)(4). As the first reported aneurysm enlargement in (B)(6) of 2015 is unknown, the date of event was estimated to be on or about (B)(6) 2015. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use for the gore® excluder® aaa endoprostheses states, the aortic extender endoprosthesis (aortic extender) provides an extension of approximately 1.6 cm or 2.2 cm of the leading (proximal) end of the trunk-ipsilateral leg endoprosthesis (trunk).

Event description:
On (B)(6) 2010, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 53 mm in diameter, and was implanted with gore® excluder® aaa endoprostheses. The trunk-ipsilateral leg component was deployed with the ipsilateral side on the left and an aortic extender component was implanted within the ipsilateral leg to extend coverage distally. The contralateral side was implanted with two contralateral leg components. The patient tolerated the procedure. On (B)(6) 2017, the patient underwent reintervention and was implanted with a contralateral leg component to reline the existing endoprostheses on the left side. The patient tolerated the procedure and the endoleaks were resolved.